Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely after receiving an alert. Upon interrogation, the right ventricular lead exhibited high impedance. The patient was visited at home and the lead polarity was changed from bipolar to unipolar. The patient would continue to be monitored via merlin.net.